Event description:
It was reported that insulin pump experienced malfunction alarm identified as malf 16 with fault ID 16-0x20e6, and no notable events occurred prior to this issue. There was no reported impact to the customer¿s blood glucose level. Customer support arranged for pump replacement within warranty, provided instructions for storage and return of problematic pump, confirmed shipping details, and customer agreed to return device, while preferred backup insulin method was not shared.